Event description:
It was reported that patient presented in clinic for a follow-up. Interrogation showed the pacemaker was in backup vvi (bvvi) mode. Programming changes were made. There were no patient consequences.